Event description:
Reporter states customer reportedly received the following results on the aviva system within 10 minutes: 63 mg/dl, 104 mg/dl, and 53 mg/dl. The day before customer also reportedly received the following results on the aviva system within 10 minutes: 201 mg/dl, 290 mg/dl, 301 mg/dl, and 138 mg/dl. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.